Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate the customer experience of the programmer going to a black screen with a message, however errors were found in the error logs. It was additionally noted that the programmer failed multiple electrocardiogram tests and the link electronic module board was replaced and calibrated, as well as the hard drive reconfigured and the software reloaded and updated. No other anomalies were found. Concomitant product: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer went to black screen with message to call the manufacturer when trying to interrogate a new device in the box. The programmer was returned for evaluation because the company representative did not want to chance using it. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.